Event description:
On 23 april 2022, senseonics was made aware of an incident where the user experienced skin atrophy over the sensor which leads to sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Skin atrophy at/around insertion site is a known and anticipated potential adverse effect, which does not require additional investigation per (B)(4). Per case notes, user experienced pain and itching at the insertion site and the skin was missing (thinning) as per hcp. Because of this, the sensor was removed by the hcp. User got inserted with another sensor in the other arm later. Sensor was removed from the user's arm because of skin atrophy. Per case notes, user is doing fine and was re-inserted with a new sensor in the other arm. No further resolution was found necessary for this complaint.